Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, following an implant total abdominal hysterectomy procedure using suture, the patient was discharged and then experienced an abdominal wound that burst open at home with bowel prolapse through the wound. The loop suture was reported to have broken post-operatively, with the break described as being in the middle. The patient was readmitted to the hospital for 5 days and was taken back to theatre for secondary suturing of the abdominal wound, which was re-sutured.